Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 748966, serial#(B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 399930, lot# v003633, explanted: (B)(6) 2006, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4)

Event description:
The consumer reported that the patient programmer was dropped and the battery came out and since then he was not feeling stimulation. Replacing the battery did not resolve the issue and the indicator light showed that the battery was okay. The programmer would not function after being dropped. The indication for use was degenerative disc disease. If additional information is received a follow-up report will be sent.